Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead high thresholds. An intervention was done, and the rv lead was repositioned. The rv lead remains in use. No patient complications have been reported as a result of this event.